Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an left atrial appendage occlusion (laao) procedure, a perforation of the aorta occurred. The injury occurred while going transeptal for a left atrial appendage closer. The location of the transseptal wire led to the discovery of the event. It was confirmed with transesophageal echocardiogram (tee), intracardiac echocardiography (ice) and the pressure wave form. Heparin was reversed and pulled the transeptal wire from the body. The product that was in the patient's body during the procedure was the ice. The patient had no complications and left the lab in stable condition. The device is not expected to be returned for analysis (disposed). Mw reference# mw5169895.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event or product problem, impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, and MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers.

Event description:
It was reported that during an left atrial appendage occlusion (laao) procedure, a perforation of the aorta occurred. The injury occurred while going transeptal for a left atrial appendage closer. The location of the transseptal wire led to the discovery of the event. It was confirmed with transesophageal echocardiogram (tee), intracardiac echocardiography (ice) and the pressure wave form. Heparin was reversed and pulled the transeptal wire from the body. The product that was in the patient's body during the procedure was the ice. The patient had no complications and left the lab in stable condition. The device is not expected to be returned for analysis (disposed). Mw reference# mw5169895.